Manufacturer narrative:
Medwatch submitted to the FDA on 09/06/2016. Article citation: ¿refinements in the techniques of 2-stage breast reconstruction,¿ matthew d. Freeman, bs, rahul vemula, md, rahul rao, ma, tim s. Matatov, md, amy l. Strong, phd, mph, ravi tandon, md, abigail e. Chaffin, md, and david a. Jansen, md, facs, annals of plastic surgery, vol. 76, supplement 4, june 2016, pp. S304-s311. Further information from the senior author, dr. David a. Jansen, regarding the number of allergan devices used in the study, the causality of the reported adverse events, product information, date of explant surgery, name of explant surgeon, and if the explanted devices will be returned was requested. No additional information will be provided as further follow up is not possible as the doctor is unavailable for additional questioning. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. The stresses of the expanding device may induce pressure ischemia and necrosis, especially in tight or thin-skinned areas. Folds in a partially filled tissue expander may also result in thinning and erosion of adjacent tissue. Excessively rapid tissue expansion may compromise the vascularity of the overlying tissue.

Event description:
Reported events of an unknown amount of cases of ¿minor skin flap necrosis¿ were found within the journal article ¿refinements in the techniques of 2-stage breast reconstruction¿, annals of plastic surgery, vol. 76, supplement 4, 2016, pp. S304-s311. It is unknown if minor skin flap necrosis affected patients that had tissue expanders and an acellular dermal matrix (adm) implanted, or patients who only had the tissue expander implanted. The authors indicated that the patient¿s tissue expanders were ¿allergan and mentor.¿ the author did not explicitly state how many patients were implanted with either an allergan or a mentor device. Treatment for minor skin flap necrosis was not specified. The manufacturer is unknown. The affected side was not provided.